Manufacturer narrative:
He device, used in treatment, was returned for evaluation. A visual inspection confirms the evos 2.5mm x 3.5mm drill guide is bent. The device was manufactured in 2017 and it shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that prior to surgery the hook on end of depth gauge was noticed broken off. The drill bit bent inside the drill guide causing the drill guide to be bent itself. No delay or injury reported. The procedure was finished using a smith and nephew backup device.